Manufacturer narrative:
The suspect product is the multiclix lancet.

Event description:
Reporter alleged the lancet device needle which is apart of a drum from the multiclix kit, which is used in finger-stick glucose testing was sticking outside the drum. Customer stated the lancet drum was new, out of the box, when he felt the needle sticking out prior to inserting it into the lancet for use. The location of the alleged incident was not provided. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Multiclix kit: catalog number 04466152160 and multclix lancets with a catalog number of 04509781001.